Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm had foreign matter. At about 8 a.m. On (B)(6) 2024, the nurse of the department of gastroenterology prepared to use a closed intravenous indwelling needle to indwell the patient for infusion, and opened the package for use after routine inspection that the outer packaging was not damaged and the shelf life was normal. During the examination, it was found that there was an unknown filamentous object on the needle of the indwelling needle, which could not be used normally, and the intravenous indwelling needle was immediately replaced for indwelling.